Event description:
During a cysto laser vaporization of a bladder stone the laser fiber fractured at the point of attachment to the holmium laser unit. The fiber was being activated by the urologist and the fiber fractured causing the fiber to break off and cause a burn mark on the laser, rn's warmup jacket and scrup top. There was no injury to the pt, other staff or equipment.